Manufacturer narrative:
Returned to MFR: 02/24/2016. The device was received. Pre-repair temperatures measured: nose 84°f; middle 84°f; rear 87°f. The nose bearings, motor/cable assembly were replaced due to corrosion. The device was repaired, tested to product specifications and returned to the customer. Actual device evaluated; test for high temperature conditions; visual inspection. Degradation problem. Device repaired and returned.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Event description:
The handpiece was returned for repair with report that the handpiece was overheating. It was noted that it occurred intra-operatively with no patient or user impact.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.